Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va0p23f022, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot# va0p23f022, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic relief which was related to the lead. There was lead migration/dislodgment. The stimulation did not cover the patient¿s pain. The stimulator was reprogrammed without improving relief on both (B)(6) 2014. An x-ray was performed and it revealed the leads had migrated. The leads were replaced two days prior to report. The patient resolved without sequelae on the date of lead replacement.